Event description:
It was reported that during the procedure to place a greenfield 12 fr ss vena cava filter, four of the legs crossed upon deployment of the filter from the carrier. The catheter was prepared normally and no device defects were observed. The filter was left in place and a new filter was successfully implanted. No adverse patient effects were reported. The patient was reported to be "fine."